Event description:
A surgeon reported noting an "after-cataract" approximately four weeks following intraocular lens (iol) implant surgery. A yag laser procedure was performed. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to complete the questionnaire. This report was mailed to FDA on: 08/28/2009.